Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the coronary sinus (cs) dissection occurred, coinciding with concomitant insertion of catheter. The doctor blamed the "extra curve" of the catheter. No further patient complications have been reported as a result of this event.